Manufacturer narrative:
The actual date of implant is unknown. Therefore, it is estimated as (B)(6) 2011. Manufacturing evaluation review of the manufacturing paperwork could not be performed as the lot number was not available per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On an unknown date in 2011, the patient was implanted with gore® excluder® aaa endoprostheses (item/lot #s unknown). On (B)(6) 2016, the patient presented to the hospital with abdominal pain. The images showed a proximal type I endoleak. It was reported that the patient had severely angled proximal neck. Three aortic extender components were implanted to repair the endoleak. The endoleak was successfully repaired.

Manufacturer narrative:
(B)(4).